Manufacturer narrative:
Complaint (B)(4). No samples (actual or unused) were received for evaluation. Received customer pictures. We have no further inventory of material/batch. We forwarded the complaint and customer pictures to our supplier for their investigation and comments. Documents of the concerned batch were reviewed and there is no documentation which indicates a deviation. Retain samples were visually inspected and no defects were observed in the safety parts for any of the checked samples. Functional testing was performed. The safety mechanisms were activated. They were found to work properly and lock with audible click. Pull force between the safety protector and the stopper was measured; all results were within specification. The complaint could not be confirmed.

Event description:
Customer states that a wing set needle would not retract.